Event description:
Philips received a complaint on the patient information center ix indicating that the unit is not transferring patient info. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer and accessed the site remotely. The rse attempted to ping the central stations from the primary server, which is virtual and housed offsite, but was unsuccessful. The rse found out that all stations are offline and sent an image of the tracer to the ICU station to the biomed, who will forward it to the it department. The customer stated they plan to open a ticket with local it and contact philips for further support if necessary. The rse reached out to the customer afterwards, but the customer was unavailable and no additional information was provided by the customer about the specific problem description or resolution. Due to the lack of available information, the exact cause for the reported issue remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.